Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge has provided the customer with the field action bulletin to assist in the repair of the iabp. If additional repair information is provided by the customer, we will provide accordingly. The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure (sop).

Event description:
¿The customer reported that the cs300 intra-aortic balloon pump (iabp) generated ¿electrical test fails #58¿. The customer also stated that they replaced the drive manifold but this did not resolve the issue.¿